Event description:
It was reported the laparoscope, gynecologic displayed a blank screen or flickered on several occasions, and the screen eventually went completely black. The event occurred during a therapeutic obesity surgery while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event screen gone blank or flickered on several occasions, screen went completely black due to broken video cable. The most probable cause of the malfunction the cover glass of the insertion section is scratched is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.